Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the lead had been severed and was returned in two segments. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break 37 centimeters from the tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this atrial lead exhibited noise, oversensing, pacing inhibition, no capture and pacing impedance measurements greater than 2000 ohms. A conductor fracture was suspected and a revision procedure was performed. This lead was removed from service and replaced. No additional adverse patient effects were reported.